Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose of 50 mg/dl. The customer reported that the insulin pump would not stop delivering. The customer stated that they treated the low blood glucose with food. The customer declined to troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The customer stated that the doctor changed the settings of the insulin pump, after which the customer started having low blood glucose issues; had three (3) lows, worked out, had two (2) lows (yesterday). The customer stated that the doctor also changed the threshold suspend setting to suspend at 50 gm/dl or below. Assistance was provided to adjust the threshold suspend settings. The customer declined low blood glucose troubleshooting. The insulin pump remains in use.